Event description:
The device was returned over 4 years after the patient expired. It subsequently tested out of specification during manufacturer's analysis. There is no allegation that the death was device related.